Event description:
A (B)(6) female who had a low uterine transverse c section for large for gestational age fetus, prior c section. Also lysis of left tubal adhesions and pelvic adhesions. At some point during the case, it was discovered that the suture needle tip had broken off. Unclear when this occurred. X-ray was ordered and taken, no foreign body seen on lower abdomen and pelvis film.